Manufacturer narrative:
(B)(4). Concomitant devices - persona partial knee articular surface right medial size e 9mm catalog #: 42528200509 lot #: 64157549, persona partial knee cemented femoral component size 6 right medial catalog #: 42558000602 lot #: 64185143, palacos bone cement r 1x40 catalog #: 5036963 lot #: 94134859. The complainant indicated that the product would not be returned to zimmer biomet for investigation, as the device was discarded. The reported complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee hemiarthroplasty revision approximately five (5) months post-operatively to address tibial component subsidence and pain. Initial operative notes noted no intraoperative complications. Revision operative notes noted no significant scarring, no damage to the articular surface and there were no problems with the locking mechanism. The tibial and femoral components were removed without bone loss and there was no notation of loosening. No intraoperative complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.